Event description:
The patient reported performing control solution tests with teladoc blood glucose meter. Control solution 1 results were out of range multiple times using different test strips. Control solution 1 range was 93-140. The patient's control solution 1 test results were 71 and 83. The patient did not receive any treatment related to this concern.

Manufacturer narrative:
The device was not returned for the investigation. Should the device be returned at a later date, a supplemental report will be filed.